Event description:
Revision surgery - the pt dislocated post op. While the doctor was looking over the x-rays, it was determined that the glenoid was not positioned well, it was superior and had a lot of inferior bone. The head, liner, and socket were removed and replaced with a 36mm head, 8+ shell, and a 36mm semi-constrained insert.